Event description:
It was alleged that during loading a patient onto the device, the grappler was moving under the leg of the device causing the device to lift into the highest position and fall onto the breast of the patient. The patient received a sternum fracture.

Manufacturer narrative:
Further information regarding this event is not available. Device not available

Event description:
It was alleged that during loading a patient onto the device, the grappler was moving under the leg of the device causing the device to lift into the highest position and fall onto the breast of the patient. The patient received a sternum fracture.